Manufacturer narrative:
Vyaire file identification: (B)(6). H10: vyaire medical was unable to confirm the issue - inspiratory time won't go no higher than 30 during set up. Vyaire field service representative (fsr) evaluated the device on-site, and after running base tests and checking monitors no issues were found. Inspiratory time was able to reach a maximum of 50%. The vent is running smoothly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the insp time on the 3100a ventilator won't go no higher than 30 during set up. There was no patient involved in this reported event.